Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/04/2017 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked on the side from the threads to the cover, and above the bumper pad. No moisture/corrosion was found in the battery compartment. No moisture/corrosion was found in the battery compartment. The returned battery cap threads were stripped. The cap was unable to maintain an electrical connection. The reported power complaint was duplicated. A new test battery cap was able to fit to maintain an electrical connection. A test battery cap was used to complete rewind, load, and prime steps, and 24 hour duration test. No power on resets were duplicated during this time. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened and the threads were stripped. It was also alleged that the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.